Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record (lhr) identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Exception reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a proglide device using a 6f sheath after an interventional superficial femoral artery procedure. Reportedly, while plunging the needle, a cuff miss occurred as the suture was not present when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.